Event description:
It was reported that the soft port had a screen that produced a blockage. The product was changed but the exudate never leaves the foam. When the foam was saturated, the device presented a full blockage alarm, but the canister was on 500 ml. The machine and canister were changed, but the problem did not solve.